Event description:
It was reported that the customer was hospitalized due diabetes ketoacidosis and high blood glucose of 387 mg/dl. It was stated that the ketoacidosis and high blood glucose of 387 mg/dl. It was stated that the infusion set was changed prior her admission. The customer was experiencing unexplained high glucose for the five days. Troubleshooting was performed. It was stated that the customer was treated with an insulin drip and the insulin pump. The programming, time, and date were correct. Ran a fixed prime and passed. It was stated that the customer requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.